Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 5 seconds, the balloon ruptured near the tip. The device was removed, and the procedure was completed with a different device. No patient complications nor injuries reported, and the patient was in good condition after the procedure.